Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded drive support disk. Damages to the display window, a broken belt clip slot and a cracked reservoir tube lip also noted.

Event description:
Customer reported that the insulin pump alarmed motor error during manual prime. Customer stated that she dropped the insulin pump and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.